Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received cut in two parts. A few loose particles were observed in the optic zone compatible with handling the lens. The lens condition was consistent with a lens that had been explanted from the patient's eye. Diopter measurement was not performed to address the refraction error as the condition of the lens received was not adequate for measurement testing. The diopter measurement records were verified and were shown to be within specifications. Diopter verification from the electronic records showed that the lens serial number (B)(4) corresponded to a 19.0 diopter. A review of the manufacturing records showed no deviations or nonconformities. The diopter measurement records from this particular lens were verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. The manufacturing record review indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens had to be explanted from the patient's left eye in a secondary procedure due to imbalance of patient vision.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to the manufacturer hasbeen submitted. Placeholder.